Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation, the pump speaker was discovered to have failed, causing the pump auxiliary alarm to fail. The pump will be serviced to correct the issue.

Event description:
The initial reporter states that the pumps auxiliary alarm failed to alarm as expected. The initial reporter stated that this occurred during testing, and that they had no further information regarding the complaint. (B)(4).